Manufacturer narrative:
The mcs tip cover accessory and mcs instrument (part 420179-15; lot n10170510-185) have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory and/or instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, electrical energy allegedly arced through the mcs tip cover accessory. As a result, the patient reportedly sustained a serosal burn injury to the bowel that was oversewn by the surgeon. However, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a burn-like hole was found on the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument. The patient reportedly sustained a burn injury on the serosal lining of the bowel. On 07/17/2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information: the robotics coordinator was present during the surgical procedure which was not recorded on video. She did not witness a spark or flash when the event occurred. While the robotics coordinator was documenting during the surgery, the surgeon mentioned that there was a hole on the mcs tip cover accessory and the patient sustained a burn injury to the bowel. When the event occurred, the robotics coordinator stated that the surgeon was working with the bowel and there were no instrument collisions reported. The surgeon repaired the burn injury by over-sewing the bowel defect. The mcs tip cover accessory and mcs instrument were replaced during the surgical procedure and the case was completed. According to the robotics coordinator, no post-operative complications have been reported to her knowledge. She believes the surgeon was using a covidien valleylab generator with 30/30 settings.